Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported the system displayed an error message during a vitrectomy procedure. The technician indicated there was an overheating of the lamp and that this is the second time this has happened, but could not give a date of when it was initially recognized. The system was rebooted, but the problem persisted. The light source was replaced and the procedure was completed with a delay of less than 15 minutes. There was no patient impact reported.